Event description:
Pt had complaints of not feeling well and had chest pain when turning up the blood pump at the beginning of dialysis. Suddenly went into cardio-pulmonary arrest. Code team failed to resuscitate pt.